Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were not getting therapeutic benefit. It was reported that the implantable neurostimulator (ins) was helping some but not as good as the trial and they were still having pain. It was reported that the patient was upset and no additional information in regards to the reported no therapeutic benefit was provided. Relevant medical history includes non-malignant pain. The consumer reported that they first experienced the lack of therapeutic benefit on (B)(6). The circumstances that led to the lack of therapeutic effect was unknown. No steps were taken to resolve the lack of therapeutic effect. It was reported that the patient needed help with programming. Additional information was received from the health care professional (hcp) stating that on (B)(6) 2016 the I-spine series showed right led migration. On (B)(6) 2016 the spinal cord stimulator (scs) lead revision was performed. There was no problem with the product, lead migration. On (B)(6) 2016 the patient started that they were getting stimulation but continued to over use opioid medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.